Event description:
Reporter indicated that pt's ncp system was explanted due to infection. The pt was discharged from the hospital following implant surgery in 2002. The following day the pt returned to the hospital with a temperature of 103 degrees. The pt was admitted and treated with IV antibiotics. The pt was reported to have cellulitis at the implant site communicating through the entire tunneling route into the nerve implant site. The infection was determined to be staph aureus. 3 days later the device was explanted and the pt was still hospitalized.